Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer/ d10: concomitants: 4701907: 02-010-01-0250 - logic femoral ps cem left sz 5. 4477028: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 4698703: 200-02-38 - three peg patella 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 6 years post the initial procedure. The patient complained of pain. The report indicated bad poly. The poly was swapped. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. An x-ray and a device image were provided. The device is not available for return due to the hospitals chain of command. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.